Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2007, the patient underwent the tha surgery for left hip with stem in question. The postoperative course was uneventful. Recently, the patient complained of discomfort around the left hip joint. On (B)(6) 2022, a reactive pseudotumor was confirmed around the left hip by image. The surgeon considered that it was caused by the stem and head interdigitation and planned to perform revision tha on (B)(6) 2022. No further information is available. Doi: (B)(6) 2007. Dor: (B)(6) 2022; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.